Event description:
The reporter with hospital called olsen medical on 03/06/07. They reported that a pt received a burn in or near the mouth, while the surgeon was using one of our products.

Manufacturer narrative:
This device, 20-1370 is a non-insulated bipolar forceps. This device was used in the mouth. Our instructions for use state that "device use and application to be determined by doctor." Insulated forceps provide better insulating properties when used in the body. Reporter asked if we provide an insulated version of this forceps. She was directed to our part number 20-1370i and she felt they would probably order this forceps for future use. According to reporter, the attending physician touched the pt in the mouth with part of the forceps causing a burn. Pt remedial action was not needed and there was no extended hospital stay because of this incident. No lot number was provided and there was no indication the device would be returned.